Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately three months post implant, the patient with this right ventricular lead developed a pocket infection. A revision procedure was performed, this lead was removed. A replacement procedure will be performed when the infection has healed. No further patient symptoms were reported.